Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 977a260, serial# (B)(4), product type: lead. Product ID: 97791, product type: accessory. Product ID: 97791, product type: accessory. Analysis found that there was reduced battery capacity due to an overdischarge that occurred in 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the health care provider said the patient was non-compliant in using their implantable neurostimulator and left the implantable neurostimulator battery dead for a year. The health care provider and patient made the decision to explant the implantable neurostimulator since the patient was not using it. It was noted that there was nothing wrong with the implantable neurostimulator or leads. There were no patient symptoms or complications reported, and the event was considered resolved at the time of the report.